Event description:
The international customer reported the ventilator screen went blank, alarmed and airflow stopped during use. The customer reported the ventilator was in use on a pt and there was no pt harm. The MFR's service tech was unable to duplicate the reported problem. Review of the ventilator diagnostic log noted an occlusion occurrence. During eval, the service tech reported the device would intermittently power on and noted a cpu board component was intermittent during testing. The service tech will replace the cpu board to address the finding.